Event description:
Healthcare professional additionally reported crease/folding of implant. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side implant rupture. Healthcare professional additionally reported crease/folding of implant. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed openings on posterior and anterior side assessed as fold flaw opening. ¿ crease folding of implant: observed creases on the surface of the device. Additional observations: ¿ observed stress marks on the device. ¿ observed non penetrating nicks. ¿ observed wear abrasion on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side implant rupture . Device remains implanted.